Event description:
It was reported that a medical intervention was performed. Patient had right knee replacement of hinge joint put in. Patient has had severe pain for over 13 months with continues inflammation, continued severe knee pain, unable to bend (10-40 degrees) of the knee without severe pain; continued draining of synovial fluid with red blood cells in collection. Most draining consists of removing excess of 55 cc to 70 cc.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the post revision x-rays provided demonstrate the hinge system in place but does not contribute to the root cause. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported pain, inflammation, immobility, and fluid collection could not be concluded. However, the patient¿s comorbidities (ehlers-danlos syndrome and multiple ligament insufficiencies around his right knee) cannot be ruled out as contributing factors to the reported issues. Additionally, without the results of the knee aspirations we are unable to rule out an infection as a contributory factor. The patient impact beyond the reported issues cannot be determined. No further clinical assessment is warranted at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Based on the information provided, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.